Event description:
Customer's diabetes nurse educator reports back to back testing to a professional meter while using the advantage system with results of hi (>600mg/dl) on customer's meter and 204mg/dl on professional meter; 500mg/dl on customer's meter and 200 mg/dl on professional meter. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.